Event description:
The surgeon reported that during final tightening, the tip of the torque wrench snapped off and was left inside the blocker. The surgeon reported that the patient was not affected by the fracture of the torque wrench although the event resulted in a 15 minute delay to surgery time; the blocker was removed and a new one implanted.